Event description:
The pt is implanted with an ipg for off-label use. It was reported the pt has lost stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. An sjm representative met with the pt and confirmed the ipg was non-functional. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.